Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No, no delivery during our testing. The insulin pump was programmed with bolus deliveries with the test reservoir, including a test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label peeling and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed no delivery alarms. Customer's blood glucose was unknown. Customer used 3 ml reservoirs. When device used 1.8 ml reservoirs, device would not alarm. Customer had contacted healthcare professionals regarding the issue. Customer agreed to return the device for analysis.